Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fujii, t., oishi, h., teranishi, k., yatomi, k., yamamoto, m., arai, h. (2019). Patency of anterior choroidal artery after flow diverter deployment with assessment of magnetic resonance imaging follow-up. The neuroradiology journal, 32(2), 115-122. Please note that this date is based off of the date of electronic publication of the article as the event dates were not provided in the published literature medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Fujii, t., oishi, h., teranishi, k., yatomi, k., yamamoto, m., arai, h. (2019). Patency of anterior choroidal artery after flow diverter deployment with assessment of magnetic resonance imaging follow-up. The neuroradiology journal, 32(2), 115-122. Medtronic literature review found a report of patient complications in association with pipeline flex embolization device, marksman, and navien. The purpose of this article was to analyze the patency rate of the anterior choroidal artery, and present imaging and neurological findings, after deployment of a flow diverter in the anterior choroidal artery in the treatment of patients with intracranial aneurysms. Among the 139 patients who underwent a flow diverter deployment from december 2012 to september 2017, there were 21 patients for whom their anterior choroidal artery was covered for the procedure with a flow diverter. The patients¿ age, sex, size of aneurysm and the presence or absence of an anterior choroidal artery occlusion, neurological findings and postoperative infarction in the anterior choroidal artery region were analyzed retrospectively. The article does not state any technical issues during use of the pipeline, marksman, or navien. The following intra- or post-procedural outcomes were noted: -the anterior choroidal artery was patent in all 21 patients; however, a hemodynamic alteration in the anterior choroidal artery was detected in one patient. -postoperatively, hemiparesis was observed in two patients. -visual field defect in one patient - the hemiparesis and visual field defect were the symptoms of infarction of the cortical branch of the middle cerebral artery or re tinalartery ischemia. However, no patients had symptoms due to ischemia of the anterior choroidal artery confirmed with magnetic resonance imaging. One patient who had slight hemiparesis due to cortical artery infarction and a visual field defect due to a branch r etinal artery occlusion, was assessed as mrs 1. One patient who had hemiparesis due to a cortical artery infarction, assessed as mrs 3, was transferred to another hospital for rehabilitation. -in-stent neointimal hyperplasia was not recognized in 10 cases but was observed slightly in nine and moderately in two cases. -percutaneous transluminal angioplasty (pta) was performed for 10 cases, whose number seemed to be relatively correlated with those in which neointimal hyperplasia was observed -in the presented case, on the left vertebral angiogram, the acha was seen by way of the left posterior communicating artery and in the region where apposition of the pipeline to the internal carotid artery was inadequate. Although pta was not performed, neointimal hyperplasia was recognized, and hemodynamic alteration of the anterior cerebral artery was observed. In contrast, in the acha region, neointimal hyperplasia was not conspicuous, suggesting that pta had little effect on neointimal hyperplasia.